Event description:
The report states there was blood being introduced into cassette holder.

Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted after investigation is completed.

Manufacturer narrative:
Follow-up/supplement to (B)(4) (form 3500a) - investigation closure summary: this communication supplements the initial report filed under (B)(4) and provides the investigation summary leading to the closure of this event. Background: an initial report ((B)(4)) was filed based on a customer contact on december 18, 2025, regarding blood being introduced into the cassette holder of an mps console. This prompted a complaint investigation ((B)(4)). Investigation findings: a thorough investigation, including direct follow-up with the customer, has determined the following: the blood was not a result of a leak from the disposable cassette or any malfunction of the medical device. The customer confirmed the blood was accidentally spilled onto the console unit during a separate, unrelated procedural event. The customer's contact was solely to request cleaning services for the externally soiled console, not to report a device failure. Conclusion: the investigation concludes that the event was not related to a malfunction or failure of the device. The initial complaint file ((B)(4)) was therefore closed as "opened in error.". The event is more accurately categorized as a customer service request for cleaning. Action: accordingly, the associated MDR ((B)(4)) is considered resolved and closed. No further regulatory action is required as the device performed as intended and the incident was attributable to an external, accidental cause. Please let me know if any further information is required.